Event description:
Pt was sitting on the walker in a department store when the right front fork and wheel fell out of frame. Fell backward and landed on left elbow. No immediate medical attention required. Pt experienced swelling on the elbow two days later.